Event description:
It was reported that post surgery patient leaked from staple line. Several attempts have been made to obtain additional information and no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4): information unavailable.